Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 465 mg/dl. Patient's earlier blood glucose value: 295 mg/dl. Customer was neither in the emergence room, nor admitted into the hospital, nor was the emergence medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as not feeling good. The customer was treated with manual injection. Customer declined to check basal rate settings for accuracy. The insulin pump is not expected to be returned for analysis.